Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified red particle material on the shell, red biological tissue and an opening (radius side). Device patch with lot (or catalog) number was not possible to see due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
The doctor reported capsular contracture grade IV and rupture of left implant confirmed by CT scan and mammography. Soon as they are available. This record relates to left side. Device has been explanted.